Event description:
It was reported that a patient presented in-clinic for a left ventricular lead revision procedure. Prior examination of the patient's left ventricular (lv) lead revealed high capture thresholds. It was then determined that the lv lead had dislodged. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece. The double bent height was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.